Manufacturer narrative:
The customer provided additional discrepant results for patient 1 and patient 2 when tested for potassium (k): on (B)(6) 2019 patient 1 had a k result of 11.65 mmol/l. After maintenance, the repeat was 4.76 mmol/l. On (B)(6) 2019 patient 2 had a k result of 4.96 mmol/l. After maintenance, the repeat was 5.27 mmol/l. After second maintenance was performed, the repeat was 5.57 mmol/l.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer has performed instrument maintenance several times but the issue has not been resolved.

Event description:
The initial reporter questioned results for multiple patients tested for ise indirect na for gen.2 on a cobas 8000 ise module. The customer provided discrepant results for 2 patient samples. No questionable results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The na cartridge lot number and expiration date was not provided.